Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a uv flash disconnect y-set and a peritoneal dialysis (pd) transfer set. During an unspecified process step of pd therapy at the hospital, it was observed that the y-set port was deformed which resulted in the connection issue with the transfer set. There were defects reported with the patient¿s transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the molded port was misassembled on the tubing. The port was further described as being assembled backwards on the tubing. The reported condition was verified. The cause of the reported condition manufacturing issue during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.